Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a broken sensor wire was reported. The sensor was inserted into the abdomen. The patient¿s mother stated that the patient was at a routine appointment in which an x-ray image was taken and showed part of a sensor wire under the patient¿s skin and also had a computed tomography scan (CT scan) which confirmed that the sensor wire was in the patient¿s abdomen. The patient¿s mother stated she did not know which sensor session this sensor wire was from. She stated that on (B)(6) 2019 the patient had surgery to remove the wire. At the time of contact, the patient was in stable condition and recovering from the surgery. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.